Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported being injected with skinvive¿ by juvéderm®. Immediately after the procedure, the patient ¿develop visible bumps.¿ in addition, the patient¿s face became extremely swollen and remained very swollen for 3 days. The hcp advised the patient to wait for one week and prescribed steroids. The swelling has improved significantly, but even after 7 days later the patient still has residual swelling. The patient also has an uneven, bumpy texture on their face. Under light, their face looks abnormal, almost like a poorly done fat grafting procedure. When they wash their face, they can feel multiple lumps under their skin. Symptoms are ongoing.